Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a piep flap procedure there were 2 rapidvac smoke evacuators, 3 smoke pencils, 2 forcetriads, 3 e7507 rem grounding pads and one plasma blade/plasma blade generator in use. When the surgeon went to activate the plasma blade the rapidvac activated instead. The surgeon also noted that the smoke pencil was activated while lying on the patient despite only activating the plasma blade. This caused a small burn on the right side of the patient under her breast. The burn was minor in nature and treated with ointment and dressing.